Event description:
A health professional reported that following an intraocular lens (iol) implant procedure, the iol was folded in the eye and needed to be taken out. The iol was replaced another lens during the initial implant procedure. No patient harm was reported. No more information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).